Event description:
It was reported that the patient came in due to shocks. The pace/sense portion of the lead had a fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event. Additional information received reported high impedance and oversensing on the rv lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead analyzed. Other: it was reported that the patient came in due to shocks. The pace/sense portion of the lead had a fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event. Additional information received reported high impedance and oversensing on the rv lead. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: lead conductor, component/subassembly failure. Device was out of specification in a manner that relates to event, impedance, high, lead(s), fracture of, oversensing, shock, inappropriate.